Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an ongoing low blood glucose (bg) level of 52 mg/dl. Reportedly, customer experienced headaches and exhaustion due to low bg. Customer consumed carbohydrates to address bg. Reportedly, customer alleged basal rate setting needed adjustment which caused low bg to occur. Recommendation was made to discuss diabetes management with a health care professional.